Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient suffered heart failure. The physician had difficulty placing the ventricular lead and the lead could not be fixed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.